Event description:
Pt was admitted with diagnosis of failed fixation left hip. Screw fixation occurred 4/96 due to left hip fracture. Rehospitalized 11/27/96 and underwent surgery 11/28 and was found to have two screws broken from prior hip fixation. History of a significant fall in the nursing home.